Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
The patient reported pain, bleeding, periodontitis, infection, allergic reaction, inflammation, blisters, gingivitis, sensistivity, broken, discomfort, not fitting, loose, discolored, compromised implant, jaw discomfort, chipped, crown broken, tongue thrust, root resorption concerns, and epilepsy.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.